Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 receiving m2a magnum hip system. Subsequently, revision procedure was performed on (B)(6) 2012 for unknown reasons. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports the left hip revision was performed on (B)(6) 2013 not (B)(6) 2012 as previously reported due to patient allegations of pain, swelling, inflammation, damage to surrounding bone, lack of mobility pain, dysfunction, loss of range of motion, and elevated metal ion levels. Lawsuit further alleges the presence of a hypertrophic pseudocapsule during the revision procedure. Review of the revision invoice confirms the revision date and indicates that the modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01618 & 2014-01777).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 receiving m2a magnum hip system. Subsequently, revision procedure was performed on (B)(6) 2012 for unknown reasons. Additional information received from patient's legal counsel reports the left hip revision was performed on (B)(6) 2013 not (B)(6) 2012 as previously reported due to patient allegations of pain, swelling, inflammation, damage to surrounding bone, lack of mobility pain, dysfunction, loss of range of motion, and elevated metal ion levels. Lawsuit further alleges the presence of a hypertrophic pseudocapsule during the revision procedure. Review of the revision invoice confirms the revision date and indicates that the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2013 reports patient was revised due to pain, increased offset and leg lengthening. Revision op report notes the presence of hypertrophic pseudocapsule, the acetabular cup showed prominence of the rim and bone welds were observed upon removal of the cup. The head was removed and replaced. The cup was removed and replaced with a competitor component.